Manufacturer narrative:
The power plug and cord involved in this incident were discarded in the field, therefore, no failure analysis could be performed. After replacing the power cord, the system passed functional testing post repair and is currently in use at the customer site. No additional damage to either the outlet or system were identified.

Event description:
A customer reported an ultrasound system power plug caught fire. There was no clinical use or injury associated with this event.